Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer requires maintenance where full height cubie fails and cannot be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie fails and cannot be recovered. A field service engineer snapped the row cables back into place and cleared debris from the area to ensure proper connectivity and operation. A fse recovered the drawers and reloaded the meds. The system functioned as intended after the field service engineer repaired the device.